Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during colonoscopy procedure performed on (B)(6) 2021 during the procedure, the clip was deployed and attempted to release it from the catheter. The clip would not release from the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. The device was not returned.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during colonoscopy procedure performed on (B)(6) 2021 during the procedure, the clip was deployed and attempted to release it from the catheter. The clip would not release from the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. The device was not returned.